Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 75% stenosed lesion was located in a moderately tortuous and calcified proximal right coronary artery. The lesion was predilated with a non bsc balloon. The nc quantum apex mr 8 mm x 5.00 mm balloon was used to post dilate the lesion. On the first and second inflations the balloon was inflated to nominal pressure. On the third inflation the balloon ruptured at nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).